Event description:
It has been reported to philips that the device stays on the startup screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that flexivision pc had failed. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexivision pc failed. The fse replaced the flexivision pc and hard disc drive and installed the software. After replacement of the flexivision pc and hard disc drive and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.